Manufacturer narrative:
The reported issue of unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu could not be confirmed and the root cause could not be determined; no product was returned for investigation and no additional information was provided. No device history search was performed since no source device serial number was reported by the customer.

Event description:
It was reported that the customer answered yes to the following survey questions:"are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" Although requested further information was not provided.